Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), intestinal perforation ('iatrogenic bowel perforation / perforation at the ileal jejunum junction'), peritonitis ('signs of peritonitis due to bowel perforation') and intestinal obstruction ('intestinal subocclusion') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals (contact sensitization to chromium and cobalt, diagnosed more than 20 year prior) in 1994, drug allergy (to various medications, including omeprazole), anaphylactic shock (after taking omeprazole), type 2 diabetes mellitus, dizziness, retinitis pigmentosa, knee operation, fibroadenoma of breast (treated with surgery), caesarean section (one), pregnancy (one), penicillin allergy, allergic reaction to antibiotics and allergic reaction to analgesics. Concomitant products included betahistine since (B)(6) 2019, diazepam (valium) since (B)(6) 2019, empagliflozin (jardiance), metformin since (B)(6) 2019 and sulpiride since (B)(6) 2019. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced dyspareunia ("pain during sexual intercourse"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2019, the patient experienced allergy to metals ("allergy to nickel"), back pain ("lumbar pain") and pain in extremity ("pain radiates to the lower limbs / leg pain"). On (B)(6) 2019, the patient experienced intestinal perforation (seriousness criteria hospitalization and intervention required) and peritonitis (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced tachycardia ("sinus tachycardia the morning after intestinal resection"). On (B)(6) 2019, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2019, the patient experienced intestinal obstruction (seriousness criterion hospitalization) with abdominal pain. On an unknown date, the patient experienced headache ("headache"), swelling ("swelling"), fatigue ("fatigue"), myalgia ("muscle aches"), arthralgia ("joint pain"), anxiety ("anxiety"), apathy ("apathy"), blindness ("loss of vision") and post procedural haemorrhage ("scarce bleeding after laparotomy") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2019 and then from (B)(6) 2019. The patient was treated with amiodarone, paracetamol, phenylephrine and surgery (essure removal by salpingectomy and hysterectomy on (B)(6) 2019 and repair surgery for bowel perforation, about 20 cm of small intestine was resected). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, intestinal perforation, peritonitis, intestinal obstruction, allergy to metals, dyspareunia, back pain, headache, swelling, fatigue, myalgia, pain in extremity, arthralgia, weight increased, anxiety, apathy, blindness, post procedural haemorrhage, tachycardia and umbilical hernia outcome was unknown. The reporter considered allergy to metals, anxiety, apathy, arthralgia, back pain, blindness, dyspareunia, fatigue, headache, intestinal obstruction, intestinal perforation, myalgia, pain in extremity, pelvic pain, peritonitis, post procedural haemorrhage, swelling, tachycardia, umbilical hernia and weight increased to be related to essure. The reporter commented: allergy test to nickel had been negative until 2014. Left linear salpingostomy, essure was located and partially removed. Right linear salpingostomy, location of right essure device and extraction in its entirety without incident. Right salpingectomy. Discrepancy noted regarding date of device removal and hysterectomy ((B)(6) 2019, as per discharge report of (B)(6) 2019; (B)(6) 2019, as per other parts of the documents received). The reason for urgent hospital admission on (B)(6) 2019 was continuous pain in the mesogastrium since the day before, no fever or nausea/ vomiting, but gas and constipation. The reported main diagnosis was intestinal subocclusion (no mention of device removal or hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: battery of epicutaneous tests with metals to rule out a nickel allergy: contact sensitization to nickel and tellurium with unknown clinical relevance. Computerised tomogram - on (B)(6) 2019: after administration of intravenous contrast (iohexol): emphysema of the anterior abdominal wall coinciding with areas of laparoscopic approach. Ultrasound scan vagina - on (B)(6) 2019: essure normally inserted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'), procedural intestinal perforation ('iatrogenic bowel perforation / perforation at the ileal jejunum junction'), peritonitis ('signs of peritonitis due to bowel perforation') and intestinal obstruction ('intestinal subocclusion'). In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: allergy to metals (contact sensitization to chromium and cobalt, diagnosed more than (B)(6) year prior) in 1994, drug allergy (to various medications, including omeprazole), anaphylactic shock (after taking omeprazole), type 2 diabetes mellitus, dizziness, retinitis pigmentosa, knee operation, fibroadenoma of breast (treated with surgery), caesarean section (one), pregnancy (one), penicillin allergy, allergic reaction to antibiotics and allergic reaction to analgesics. Concomitant products included: betahistine since (B)(6) 2019, diazepam (valium) since (B)(6) 2019, empagliflozin (jardiance), metformin since (B)(6) 2019 and sulpiride since (B)(6) -2019. On (B)(6) 2014, the patient had essure inserted. On 2017, the patient experienced dyspareunia ("pain during sexual intercourse"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On 2019, the patient experienced allergy to metals ("allergy to nickel"), back pain ("lumbar pain") and pain ("pain radiates to the lower limbs / leg pain"). On (B)(6) 2019, the patient experienced procedural intestinal perforation (seriousness criteria hospitalization and intervention required) and peritonitis (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced sinus tachycardia ("sinus tachycardia the morning after intestinal resection"). On (B)(6) 2019, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2019, the patient experienced intestinal obstruction (seriousness criterion hospitalization) with abdominal pain. On an unknown date, the patient experienced headache ("headache"), swelling ("swelling"), fatigue ("fatigue"), myalgia ("muscle aches"), arthralgia ("joint pain"), anxiety ("anxiety"), apathy ("apathy"), blindness ("loss of vision") and post procedural haemorrhage ("scarce bleeding after laparotomy"). And was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2019 and then from (B)(6) 2019. The patient was treated with amiodarone, paracetamol, phenylephrine and surgery (essure removal by salpingectomy and hysterectomy, on (B)(6) 2019. And repair surgery for bowel perforation, about 20 cm of small intestine was resected). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, procedural intestinal perforation, peritonitis, intestinal obstruction, allergy to metals, dyspareunia, back pain, headache, swelling, fatigue, myalgia, pain, arthralgia, weight increased, anxiety, apathy, blindness, post procedural haemorrhage, sinus tachycardia and umbilical hernia outcome was unknown. The reporter considered allergy to metals, anxiety, apathy, arthralgia, back pain, blindness, dyspareunia, fatigue, headache, intestinal obstruction, myalgia, pain, pelvic pain, peritonitis, post procedural haemorrhage, procedural intestinal perforation, sinus tachycardia, swelling, umbilical hernia and weight increased to be related to essure. The reporter commented: allergy test to nickel had been negative until 2014. Left linear salpingostomy, essure was located and partially removed. Right linear salpingostomy, location of right essure device and extraction in its entirety without incident right salpingectomy. Discrepancy noted, regarding date of device removal and hysterectomy ((B)(6) 2019, as per discharge report of (B)(6) 2019. (B)(6) 2019, as per other parts of the documents received). The reason for urgent hospital admission on (B)(6) 2019 was continuous pain in the mesogastrium, since the day before. No fever or nausea/ vomiting, but gas and constipation. The reported main diagnosis was intestinal subocclusion (no mention of device removal or hysterectomy). In an interview consumer, told she was affected by essure. She had headaches and abdominal pain with various symptoms that she had never had. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2019, battery of epicutaneous tests with metals to rule out a nickel allergy. Contact sensitization to nickel and tellurium with unknown clinical relevance.; computerised tomogram: on (B)(6) 2019, after administration of intravenous contrast (iohexol), emphysema of the anterior abdominal wall coinciding with areas of laparoscopic approach.; ultrasound scan vagina: on (B)(6) 2019, essure normally inserted. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, reporter from video interview was added, no new information received via video. Imdrf-FDA synchronization. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("presence of a fragment of the device confirmed during essure removal"), procedural intestinal perforation ("iatrogenic bowel perforation / perforation at the ileal jejunum junction"), peritonitis ("signs of peritonitis due to bowel perforation"), intestinal obstruction ("intestinal subocclusion") and pneumoperitoneum ("pneumoperitoneum") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section (one) in 2013, self esteem decreased in 2011, plantar fasciitis in 2010, obesity (patient under monitoring and treatment for obesity since 2009) in 2009, allergy to metals (contact sensitization to chromium and cobalt, diagnosed more than 20 year prior, being negative for nickel at that time) in 1994 and anxiety (in treatment for reactive anxiety to work and self-esteem problems since 2011), weight gain, joint contracture, central serous choroidopathy, myopia, allergic reaction to analgesics, allergic reaction to antibiotics, penicillin allergy, pregnancy (one), fibroadenoma of breast (treated with surgery), knee operation, retinitis pigmentosa, dizziness, type 2 diabetes mellitus, anaphylactic shock (after taking omeprazole) and drug allergy (to various medications, including omeprazole). Patient height reported as 5.31 ft. Concomitant products included metformin since (B)(6), 2019, betahistine since (B)(6), 2019, valium (diazepam) since (B)(6), 2019, sulpiride since (B)(6), 2019 and jardiance (empagliflozin). On (B)(6), 2014, the patient had essure inserted. On (B)(6), 2016, 592 days after essure insertion, she experienced abdominal pain ("abdominal pain"). In 2017 she experienced dyspareunia ("pain during sexual intercourse"). In (B)(6), 2018 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). On (B)(6), 2019 she experienced allergy to metals ("allergy to nickel"). On (B)(6), 2019 she experienced procedural intestinal perforation (seriousness criteria hospitalisation and intervention required), peritonitis (seriousness criteria hospitalisation and intervention required) and pneumoperitoneum (seriousness criterion medically important). On (B)(6), 2019 she experienced sinus tachycardia ("sinus tachycardia the morning after intestinal ressection"). On (B)(6), 2019 she experienced umbilical hernia ("umbilical hernia"). On (B)(6), 2019 she experienced abdominal distension ("abdominal distension / bloating"). On (B)(6), 2019 she experienced intestinal obstruction (seriousness criterion hospitalisation). In 2019 she experienced back pain ("lumbar pain") and pain ("pain radiates to the lower limbs / leg pain"). An unknown time later she experienced device breakage (seriousness criterion medically important), headache ("headache"), swelling ("swelling"), fatigue ("fatigue"), myalgia ("muscle aches"), arthralgia ("joint pain"), anxiety ("anxiety"), apathy ("apathy"), blindness ("loss of vision"), post procedural haemorrhage ("scarce beeding after laparotomy"), pain in extremity ("leg pain") and tachycardia ("tachycardia") and was found to have weight increased ("weight gain"). The patient was hospitalised from (B)(6), 2019 to (B)(6), 2019 and from (B)(6), 2019 to (B)(6), 2019. The patient was treated with phenylephrine, amiodarone and paracetamol as well as surgery (essure removal via removal by bilateral salpingectomy and hysterectomy on (B)(6), 2019, repair surgery for bowel perforation, about 20 cm of small intestine was resected and initially laparoscopic and then laparotomy).). At the time of the report, the outcomes for pelvic pain, procedural intestinal perforation, peritonitis, intestinal obstruction, allergy to metals, dyspareunia, back pain, headache, swelling, fatigue, myalgia, pain, arthralgia, weight increased, anxiety, apathy, blindness, post procedural haemorrhage, sinus tachycardia, umbilical hernia and abdominal distension were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, apathy, arthralgia, back pain, blindness, device breakage, dyspareunia, fatigue, headache, intestinal obstruction, myalgia, pain, pain in extremity, pelvic pain, peritonitis, pneumoperitoneum, post procedural haemorrhage, procedural intestinal perforation, sinus tachycardia, swelling, tachycardia, umbilical hernia and weight increased to be related to essure administration. The reporter commented: allergy test to nickel had been negative until 2014. Left linear salpingostomy, essure was located and partially removed. Right linear salpingostomy, location of right essure device and extraction in its entirety without incident. Right salpingectomy. Discrepancy noted regarding date of device removal and hysterectomy ((B)(6), 2019, as per discharge report of (B)(6), 2019; (B)(6), 2019, as per other parts of the documents received). The reason for urgent hospital admission on (B)(6), 2019 was continuous pain in the mesogastrium since the day before, no fever or nausea/ vomiting, but gas and constipation. The reported main diagnosis was intestinal subocclusion (no mention of device removal or hysterectomy). In an interview consumer told she was affected by essure, she had headaches and abdominal pain with various symptoms that she had never had. On follow-up (B)(6), 2023: the loss of vision is directly related to his high myopia and central serous choroidopathy, recorded in his clinical history. Explanation of the intervention: revision of the abdominal cavity without pathological findings. Right linear salpingostomy. Location of right essure device and removal in its entirety without incident. Left linear salpingectomy. Location of left essure device and partial removal . An intraoperative plate was made confirming the presence of a fragment of the device. Extraction of the same is complete, locating the distal stem. On (B)(6), 2019, (B)(6), 2019, (B)(6), 2020 gynecological exploration and ultrasound were performed without objectifying pathologies. The onset of pelvic pain presumably attributable to essure occurred 4 years after essure insertion. There is no temporal relationship to establish a causal link. No hysterectomy was performed for the withdrawal of essure method. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.5 kg. [Allergy test] on (B)(6), 2019: battery of epicutaneous tests with metals to rule out a nickel allergy: contact sensitization to nickel and tellurium with unknown clinical relevance; on (B)(6), 2019: hypersensitivity to nickel. [Computerised tomogram] on (B)(6), 2019: after administration of intravenous contrast (iohexol): emphysema of the anterior abdominal wall coinciding with areas of laparoscopic approach [pregnancy test] on (B)(6), 2014: negative [ultrasound scan vagina] on (B)(6), 2019: uterus in avf, of normal size, mobile. Pain on palpation in the right vaginal fornix. Adnexal masses are not felt. First phase homogeneous endometrium. Both essure devices were normo-inserted, with most of the intratubal component. Both ovaries of normal size and echostructure are visualized concerning the injuries reported in this case, the following ones bloating, pelvic pain, muscle aches, tiredness, lower back pain, headache, leg pain, joint pain, weight gain, anxiety, pain in sexual relations, apathy, tachycardia, loss of vision were described in patient plaintiff fact sheets. Concerning the injuries reported in this case, the following ones chronic pelvic pain, procedural intestinal perforation, painful intercourse, lumbar pain, radiating pain, abdominal pain, abdominal distension, nickel allergy, device breakage, pneumoperitoneum, partial bowel obstruction were described in patient medical records. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: plaintiff fact sheets and medical record received and the follow information were included physican's reporter, other health professional's reporter, lawyer's reporter, patient weight, medical history, lab data, essure start date updated from (B)(6), 2014 to (B)(6), 2014, onset date of nickel allergy updated from (B)(6), 2019 to (B)(6), 2019. Non-drug treatment notes updated from essure removal by bilateral salpingectomy and hysterectomy on (B)(6), 2019 to laparoscopy, new event abdominal distension, device breakage, pneumoperitoneum, annex e and f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("presence of a fragment of the device confirmed during essure removal"), procedural intestinal perforation ("iatrogenic bowel perforation / perforation at the ileal jejunum junction"), peritonitis ("signs of peritonitis due to bowel perforation"), intestinal obstruction ("intestinal subocclusion") and pneumoperitoneum ("pneumoperitoneum") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section (one) in 2013, self esteem decreased in 2011, plantar fasciitis in 2010, allergy to metals (contact sensitization to chromium and cobalt, diagnosed more than 20 year prior, being negative for nickel at that time) in 1994 and anxiety (in treatment for reactive anxiety to work and self-esteem problems since 2011), weight gain, joint contracture, central serous choroidopathy, myopia, allergic reaction to analgesics, allergic reaction to antibiotics, penicillin allergy, pregnancy (one), fibroadenoma of breast (treated with surgery), knee operation, retinitis pigmentosa, dizziness, type 2 diabetes mellitus, anaphylactic shock (after taking omeprazole) and drug allergy (to various medications, including omeprazole). Patient height reported as 5.31 ft. As concurrent condition the report mentioned obesity (patient under monitoring and treatment for obesity since 2009) since 2009. Concomitant products included metformin since (B)(6) 2019, betahistine since (B)(6) 2019, valium (diazepam) since (B)(6) 2019, sulpiride since (B)(6) 2019 and jardiance (empagliflozin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 592 days after essure insertion, she experienced abdominal pain ("abdominal pain"). In 2017 she experienced dyspareunia ("pain during sexual intercourse"). In (B)(6) 2018 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). On (B)(6) 2019 she experienced allergy to metals ("allergy to nickel"). On (B)(6) 2019 she experienced procedural intestinal perforation (seriousness criterion hospitalisation), peritonitis (seriousness criterion hospitalisation) and pneumoperitoneum (seriousness criterion medically important). On (B)(6) 2019 she experienced sinus tachycardia ("sinus tachycardia the morning after intestinal resection"). On (B)(6) 2019 she experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2019 she experienced abdominal distension ("abdominal distension / bloating"). On (B)(6) 2019 she experienced intestinal obstruction (seriousness criterion hospitalisation). In 2019 she experienced back pain ("lumbar pain") and pain ("pain radiates to the lower limbs / leg pain"). An unknown time later she experienced device breakage (seriousness criterion medically important), headache ("headache"), swelling ("swelling"), fatigue ("fatigue"), myalgia ("muscle aches"), arthralgia ("joint pain"), anxiety ("anxiety"), apathy ("apathy"), blindness ("loss of vision"), post procedural haemorrhage ("scarce beeding after laparotomy"), pain in extremity ("leg pain") and tachycardia ("tachycardia") and was found to have weight increased ("weight gain"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019 and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with phenylephrine, amiodarone and paracetamol as well as surgery (essure removal via removal by bilateral salpingectomy and hysterectomy on (B)(6) 2019, repair surgery for bowel perforation, about 20 cm of small intestine was resected and initially laparoscopic and then laparotomy). At the time of the report, the outcomes for pelvic pain, procedural intestinal perforation, peritonitis, intestinal obstruction, allergy to metals, dyspareunia, back pain, headache, swelling, fatigue, myalgia, arthralgia, pain, weight increased, anxiety, apathy, blindness, post procedural haemorrhage, sinus tachycardia, umbilical hernia and abdominal distension were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, apathy, arthralgia, back pain, blindness, device breakage, dyspareunia, fatigue, headache, intestinal obstruction, myalgia, pain, pain in extremity, pelvic pain, peritonitis, pneumoperitoneum, post procedural haemorrhage, procedural intestinal perforation, sinus tachycardia, swelling, tachycardia, umbilical hernia and weight increased to be related to essure administration. The reporter commented: allergy test to nickel had been negative until 2014. Left linear salpingostomy, essure was located and partially removed. Right linear salpingostomy, location of right essure device and extraction in its entirety without incident. Right salpingectomy. Discrepancy noted regarding date of device removal and hysterectomy ((B)(6) 2019, as per discharge report of (B)(6) 2019; (B)(6) 2019, as per other parts of the documents received). The reason for urgent hospital admission on (B)(6) 2019 was continuous pain in the mesogastrium since the day before, no fever or nausea/ vomiting, but gas and constipation. The reported main diagnosis was intestinal subocclusion (no mention of device removal or hysterectomy). In an interview consumer told she was affected by essure, she had headaches and abdominal pain with various symptoms that she had never had. On follow-up (B)(6) 2023: the loss of vision is directly related to his high myopia and central serous choroidopathy, recorded in her clinical history. The onset of pelvic pain presumably attributable to essure occurred 4 years after essure insertion. There is no temporal relationship to establish a causal link. No hysterectomy was performed for the withdrawal of essure method. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.722 kg/sqm. [Allergy test] on (B)(6) 2019: battery of epicutaneous tests with metals to rule out a nickel allergy: contact sensitization to nickel and tellurium with unknown clinical relevance; on (B)(6) 2019: hypersensitivity to nickel [computerised tomogram] on (B)(6) 2019: after administration of intravenous contrast (iohexol): emphysema of the anterior abdominal wall coinciding with areas of laparoscopic approach [gynaecological examination] on (B)(6) 2019: on (B)(6) 2019, (B)(6) 2019, (B)(6) 2020 gynecological exploration and ultrasound were performed without objectifying pathologies [laparoscopy] on (B)(6) 2019: explanation of the intervention: revision of the abdominal cavity without pathological findings. Right linear salpingostomy. Location of right essure device and removal in its entirety without incident. Left linear salpingectomy. Location of left essure device and partial removal. An intraoperative plate was made confirming the presence of a fragment of the device. Extraction of the same is complete, locating the distal stem [pregnancy test] on (B)(6) 2014: negative [ultrasound scan vagina] on (B)(6) 2019: uterus in avf, of normal size, mobile. Pain on palpation in the right vaginal fornix. Adnexal masses are not felt. First phase homogeneous endometrium. Both essure devices were normo-inserted, with most of the intratubal component. Both ovaries of normal size and echostructure are visualized. Concerning the injuries reported in this case, the following ones were described in patient plaintiff fact sheets: bloating, pelvic pain, muscle aches, tiredness, lower back pain, headache, leg pain, joint pain, weight gain, anxiety, pain in sexual relations, apathy, tachycardia, loss of vision. Concerning the injuries reported in this case, the following ones were described in patient medical records: chronic pelvic pain, procedural intestinal perforation, painful intercourse, lumbar pain, radiating pain, abdominal pain, abdominal distension, nickel allergy, device breakage, pneumoperitoneum, partial bowel obstruction. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. 19-may-2023: no new information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), intestinal perforation ('iatrogenic bowel perforation / perforation at the ileal jejunum junction'), peritonitis ('signs of peritonitis due to bowel perforation') and intestinal obstruction ('intestinal subocclusion') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals (contact sensitization to chromium and cobalt, diagnosed more than 20 year prior) in 1994, drug allergy (to various medications, including omeprazole), anaphylactic shock (after taking omeprazole), type 2 diabetes mellitus, dizziness, retinitis pigmentosa, knee operation, fibroadenoma of breast (treated with surgery), caesarean section (one), pregnancy (one), penicillin allergy, allergic reaction to antibiotics and allergic reaction to analgesics. Concomitant products included betahistine since (B)(6) 2019, diazepam (valium) since (B)(6) 2019, empagliflozin (jardiance), metformin since (B)(6) 2019 and sulpiride since (B)(6) 2019. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced dyspareunia ("pain during sexual intercourse"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2019, the patient experienced allergy to metals ("allergy to nickel"), back pain ("lumbar pain") and pain ("pain radiates to the lower limbs / leg pain"). On (B)(6) 2019, the patient experienced intestinal perforation (seriousness criteria hospitalization and intervention required) and peritonitis (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced sinus tachycardia ("sinus tachycardia the morning after intestinal resection"). On (B)(6) 2019, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2019, the patient experienced intestinal obstruction (seriousness criterion hospitalization) with abdominal pain. On an unknown date, the patient experienced headache ("headache"), swelling ("swelling"), fatigue ("fatigue"), myalgia ("muscle aches"), arthralgia ("joint pain"), anxiety ("anxiety"), apathy ("apathy"), blindness ("loss of vision") and post procedural haemorrhage ("scarce bleeding after laparotomy") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 and then from (B)(6) 2019 to (B)(6) 2019. The patient was treated with amiodarone, paracetamol, phenylephrine and surgery (essure removal by salpingectomy and hysterectomy on (B)(6) 2019 and repair surgery for bowel perforation, about 20 cm of small intestine was resected). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, intestinal perforation, peritonitis, intestinal obstruction, allergy to metals, dyspareunia, back pain, headache, swelling, fatigue, myalgia, pain, arthralgia, weight increased, anxiety, apathy, blindness, post procedural haemorrhage, sinus tachycardia and umbilical hernia outcome was unknown. The reporter considered allergy to metals, anxiety, apathy, arthralgia, back pain, blindness, dyspareunia, fatigue, headache, intestinal obstruction, intestinal perforation, myalgia, pain, pelvic pain, peritonitis, post procedural haemorrhage, sinus tachycardia, swelling, umbilical hernia and weight increased to be related to essure. The reporter commented: allergy test to nickel had been negative until 2014. Left linear salpingostomy, essure was located and partially removed. Right linear salpingostomy, location of right essure device and extraction in its entirety without incident. Right salpingectomy. Discrepancy noted regarding date of device removal and hysterectomy (B)(6) 2019, as per discharge report of (B)(6) 2019; (B)(6) 2019, as per other parts of the documents received). The reason for urgent hospital admission on (B)(6) 2019 was continuous pain in the mesogastrium since the day before, no fever or nausea/ vomiting, but gas and constipation. The reported main diagnosis was intestinal subocclusion (no mention of device removal or hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: battery of epicutaneous tests with metals to rule out a nickel allergy: contact sensitization to nickel and tellurium with unknown clinical relevance. Computerised tomogram - on (B)(6) 2019: after administration of intravenous contrast (iohexol): emphysema of the anterior abdominal wall coinciding with areas of laparoscopic approach. Ultrasound scan vagina - on (B)(6) 2019: essure normally inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), procedural intestinal perforation ('iatrogenic bowel perforation / perforation at the ileal jejunum junction'), peritonitis ('signs of peritonitis due to bowel perforation') and intestinal obstruction ('intestinal subocclusion') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals (contact sensitization to chromium and cobalt, diagnosed more than 20 year prior) in 1994, drug allergy (to various medications, including omeprazole), anaphylactic shock (after taking omeprazole), type 2 diabetes mellitus, dizziness, retinitis pigmentosa, knee operation, fibroadenoma of breast (treated with surgery), caesarean section (one), pregnancy (one), penicillin allergy, allergic reaction to antibiotics and allergic reaction to analgesics. Concomitant products included betahistine since (B)(6) 2019, diazepam (valium) since (B)(6) 2019, empagliflozin (jardiance), metformin since (B)(6) 2019 and sulpiride since (B)(6) 2019. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced dyspareunia ("pain during sexual intercourse"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2019, the patient experienced allergy to metals ("allergy to nickel"), back pain ("lumbar pain") and pain ("pain radiates to the lower limbs / leg pain"). On (B)(6) 2019, the patient experienced procedural intestinal perforation (seriousness criteria hospitalization and intervention required) and peritonitis (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced sinus tachycardia ("sinus tachycardia the morning after intestinal resection"). On (B)(6) 2019, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2019, the patient experienced intestinal obstruction (seriousness criterion hospitalization) with abdominal pain. On an unknown date, the patient experienced headache ("headache"), swelling ("swelling"), fatigue ("fatigue"), myalgia ("muscle aches"), arthralgia ("joint pain"), anxiety ("anxiety"), apathy ("apathy"), blindness ("loss of vision"), post procedural haemorrhage ("scarce beeding after laparotomy"), pain in extremity ("leg pain") and tachycardia ("tachycardia") and was found to have weight increased ("weight gain"). The patient was hospitalized (B)(6) 2019 and then (B)(6) 2019. The patient was treated with amiodarone, paracetamol, phenylephrine and surgery (essure removal by salpingectomy and hysterectomy on (B)(6) 2019 and repair surgery for bowel perforation, about 20 cm of small intestine was resected). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, procedural intestinal perforation, peritonitis, intestinal obstruction, allergy to metals, dyspareunia, back pain, headache, swelling, fatigue, myalgia, pain, arthralgia, weight increased, anxiety, apathy, blindness, post procedural haemorrhage, sinus tachycardia and umbilical hernia outcome was unknown. The reporter considered allergy to metals, anxiety, apathy, arthralgia, back pain, blindness, dyspareunia, fatigue, headache, intestinal obstruction, myalgia, pain, pain in extremity, pelvic pain, peritonitis, post procedural haemorrhage, procedural intestinal perforation, sinus tachycardia, swelling, tachycardia, umbilical hernia and weight increased to be related to essure. The reporter commented: allergy test to nickel had been negative until 2014. Left linear salpingostomy, essure was located and partially removed. Right linear salpingostomy, location of right essure device and extraction in its entirety without incident. Right salpingectomy. Discrepancy noted regarding date of device removal and hysterectomy ((B)(6) 2019, as per discharge report of (B)(6) 2019; (B)(6) 2019, as per other parts of the documents received). The reason for urgent hospital admission on (B)(6) 2019 was continuous pain in the mesogastrium since the day before, no fever or nausea/ vomiting, but gas and constipation. The reported main diagnosis was intestinal subocclusion (no mention of device removal or hysterectomy). In an interview consumer told she was affected by essure, she had headaches and abdominal pain with various symptoms that she had never had. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: battery of epicutaneous tests with metals to rule out a nickel allergy: contact sensitization to nickel and tellurium with unknown clinical relevance. Computerised tomogram - on (B)(6) 2019: after administration of intravenous contrast (iohexol): emphysema of the anterior abdominal wall coinciding with areas of laparoscopic approach. Ultrasound scan vagina - on (B)(6) 2019: essure normally inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: new reporter of " other added " and product stop date updated to (B)(6) 2019 , new event of " leg pain " and " tachycardia " added or reference section updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.